Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of scope (s)-connector, a noise image occurred. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noise image was displayed, and the adhesive around the light guide (lg) lens and the objective lens shows corrosion, and c-cover had a burn. There were no reports of patient involvement.